Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2010. Patient¿s legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 and a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, pain, and dislocation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the left hip revision procedure that was performed on (B)(6) 2012 was due to metal-on-metal reaction and dislocation. Operative report noted fluid, fibrotic changes to abductors, and fibrosis of the capsule. All components were removed and replaced. No patient medical records were provided for the right hip revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-004408 & 04409). The left hip revision procedure was reported on mdrs 1825034-2012-00614 / 00617. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2008 and right total hip arthroplasty on (B)(6), 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6), 2012 and a right hip revision procedure was performed on (B)(6), 2013 due to patient allegations of elevated cocr levels, pain, and dislocation. Additional information received in patient medical records indicates the left hip revision procedure that was performed on (B)(6), 2012 was due to metal-on-metal reaction and dislocation. Operative report noted fluid, fibrotic changes to abductors, and fibrosis of the capsule. All components were removed and replaced. No patient medical records were provided for the right hip revision procedure. Additional information received in patient medical records for the right hip revision procedure indicates revision was due to pain and metal-on-metal reaction. The operative report noted fluid consistent with metal-on-metal reaction at time of right hip revision. Additional information provided in patient medical records indicate patient's blood test results. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.